Manufacturer narrative:
(B)(4)

Event description:
Clinic represintative contacted dexcom on behalf of the patient on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. No additional patient or event information is available.